Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The t:slim g4 pump user guide states ¿do not expose your system to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been placed in an x-ray baggage scanner. Subsequently, an unspecified malfunction alarm occurred. The customer confirmed there was no impact to blood glucose levels. Tandem customer technical support (cts) per tandem user guide instructed customer not to expose the pump to x-ray technology in the future. The customer reported that the pump would continue to be used for insulin therapy.